Event description:
Ablation catheter inserted into the body. Upon mapping, the carto system had a gram force error when the catheter tip was floating in the body not touching any surfaces. Catheter removed from the body, a different cable connected and system zeroed. Upon putting the catheter back into the body the same error message was received. Catheter removed from the body and a new (non reprocessed) cable was connected to the catheter. Before the catheter was inserted into the body, the carto system showed a current leakage error message. A new ablation catheter was handed off and connected to the new cable and reinserted into the body without further issues. Pt was sedated and was not effected by issue. Individual cable used is a type that is approved for 20 reprocessing cycles utilizing steam sterilization. Ablation catheters are single use, not reprocessed.